Event description:
It was reported that during the surgery the haptic of the intraocular lens was defective. This lens was then removed and replaced during the same procedure using a different lens of the same diopter. The suspect lens has been destroyed. No additional information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/ replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/ replaced during the same procedure. (B)(6). The intraocular lens (iol) is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.